Event description:
New information received noted that programming changes were actually made.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited high pacing impedance. No intervention was performed. Patient condition was stable.